Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2012 at 10:26:16. During night drain cycle one, the patient's ultrafiltration reading was 243ml, indicating the home patient (hp) drained 243ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Review of the event log identified the iipv event. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.